Manufacturer narrative:
(B)(6) 2015 11:45 am (gmt-4:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that the bom 7mm extended length endoscope displayed dark images. It is unknown if the device was being used on a patient at the time the dark images were discovered.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided and a review of the sales history to the account, the device was sold to the account in (B)(4) 2011. A review of the certificate of conformity (c of c) is not applicable because this event occurred well past the specified device lifetime reliability under a 1-year warranty; 48 uses at average volume and 105 uses at high volume. (B)(4).

Event description:
The hospital reported that the bom 7mm extended length endoscope displayed dark images. It is unknown if the device was being used on a patient at the time the dark images were discovered.